Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected reset was verified; no failure was verified regarding the alleged unexpected shutdown.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that an unexpected reset occurred. Customer¿s blood glucose level was 75-76 mg/dl. The customer reverted to alternate insulin therapy.